Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 241 and a bolus of insulin was delivered to address the bg level. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer reported that the occlusion had been cleared and insulin delivery was resumed.